Event description:
A customer observed positively biased qc results while testing valp on the 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Evaluation summary: investigation into this event found that during the time of biased qc results the instrument did not display any conditions codes. The customer was using proper reagent handling techniques. During service the instrument posted condition codes associated with secondary metering. Adjustments were made to the metering system and subsequent qc results were as expected. The root cause of the biased results is unknown.